Event description:
The pump was returned for investigation. Investigation revealed the display screen has a pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the audio bolus button cover is detached from the pump and investigators were unable to test audio bolus feature due to missing cover. Evaluation revealed that the display screen has a pink contrast. Removed pump cover and replaced pink screen with new test display screen. New test display screen has normal contrast and no signs of discoloration. The display lens was found to be scratched. (B)(6).